Event description:
It was reported that the subject device displayed an error 104. The issue was identified during inspection for use and there were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was not returned to the regional service center nor to the regional investigation center; therefore, the subject device was not evaluated, and a definitive root cause could not be established. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.